Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that before the patient was implanted, he catheterized and a transurethral incision was done on his prostate, after which he could urinate "over the school bus." The surgeon who implanted the device said it would last eight years. After the device was implanted, everything caused him erectile dysfunction, and almost simultaneously he had a prosthetic device put in for erectile dysfunction. The patient also noted having post-traumatic stress disorder (ptsd) and it had been a lifesaver for him because of his ptsd. At nighttime he sweated and had nightmares from the war. He went through six months of hospitalization because of ptsd. He did yoga, group meetings, and took 22 pills a day. The patient knew what six kidney infections felt like because they'd put him in the hospital to have IV antibiotics for six hours. His first hospitalization was three years ago, before his was implanted. He'd been hospitalized six times in the last three years. His bladder had shut down completely. The patient had experienced a loss or change of therapy and therapy stopped helping him in (B)(6) 2015. He recently saw his healthcare provider, who checked the device and the battery to make sure it was still good. His healthcare provider told the patient to catheterize in the morning after he finished urinating on his own, and to also catheterize again before taking his medications at 8 pm. The settings on his interstim were changed and they did a urodynamic study. The nurse practitioner told him his bladder was folding and right now it was at 550 millimeters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.